Event description:
It was reported that the patient had a foley catheter with 30 cc balloon inserted due to straight catheter unsuccessful. On (B)(6) 2022, the patient was pulling at foley and causing trauma and developed sang discharge in foley. When attempted to remove foley, it was unable to remove due to bulb not deflating. Confirmed on ultrasound that bulb was full with fluid. Attempted client repositioning and multiple attempts to withdraw fluid. Surgical consult was recommended to have an ultrasound guided procedure completed. On (B)(6) 2022, the patient was left to facility 2 for surgical consult. Bulb was deflated and new foley inserted. Removed when back in facility. Incident was thought to have occurred due to faulty equipment and was able to remove about 2.5 ml or less of fluid, unable to remove more. Bulb was not tested/inflated prior to insertion. This was not done due to recent changes to best practice for foley catheter insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(4).

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be "lumen collapses under the pressure of the balloon, pinched lumen;". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a foley catheter with 30 cc balloon inserted due to straight catheter unsuccessful. On (B)(6) 2022, the patient was pulling at foley and causing trauma and developed sang discharge in foley. When attempted to remove foley, it was unable to remove due to bulb not deflating. Confirmed on ultrasound that bulb was full with fluid. Attempted client repositioning and multiple attempts to withdraw fluid. Surgical consult was recommended to have an ultrasound guided procedure completed. On (B)(6) 2022, the patient was left to facility 2 for surgical consult. Bulb was deflated and new foley inserted. Removed when back in facility. Incident was thought to have occurred due to faulty equipment and was able to remove about 2.5 ml or less of fluid, unable to remove more. Bulb was not tested/inflated prior to insertion. This was not done due to recent changes to best practice for foley catheter insertion.